Event description:
It was reported to medtronic neurosurgery that since the pt was implanted with the device on (B)(6) 2011. Pt condition was normal. According to the report, on (B)(6) 2013, the performance level was adjusted to 1.5. The report stated that in (B)(6) 2013, it was discovered that there was accumulation of fluid in the peritoneal cavity. Allegedly, there was overdrainage. According to the report, the pressure level was re-checked and found to be 0.5.

Manufacturer narrative:
Upon follow-up, it was reported to medtronic neurosurgery that the pt's symptoms had improved and the volume of ascites had decreased. The report stated that the pt had no abnormal neurological symptoms. The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.